Manufacturer narrative:
PMA/510k number= k142688. This complaint is related to an echo-hd-22-c device of an unknown lot number. The echo-hd-22-c device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. Clinical personnel were notified of this complaint and the following comments were provided: ¿the adverse events appear to be clinical procedure related and not specific to a device failure." As the echo device was not returned for evaluation and no specific device malfunction was noted during the procedure it is not possible to determine the root cause of this complaint however it is most likely procedure and/or patient condition related. As per the instructions for use, ifu077-3 that accompanies this device, potential complications with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damage to blood vessels, nerve damage and acute pancreatitis. Those associated with eus needle biopsy include but are not limited to: pain, death, peritonitis, portal vein gas and thrombosis, pneumoperitoneum and tumor seedling of the needle tract. The manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Adverse events were observed in clinical studies involving an echo-hd-22-c showing acute pancreatitis in one patient. This adverse event was managed conservatively.